Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery. Additionally, the device inappropriately delivered this shock therapy due to supraventricular tachycardia (svt). A defibrillation threshold (dft) test was performed. The technical services (ts) discussed a concern for lead integrity and recommend a lead replacement. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery. Additionally, the device inappropriately delivered this shock therapy due to supraventricular tachycardia (svt). A defibrillation threshold (dft) test was performed. The technical services (ts) discussed a concern for lead integrity and recommend a lead replacement. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.